Event description:
It was reported that the pt attended the clinic due to his device no longer functioning. The pt has been involved previously in several fights with other children. No report of a fight on this occasion by his parents. All electrode channels show high impedances.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.